Manufacturer narrative:
A ge service rep performed an over the phone investigation. The card cage power supply voltage was evaluated and found to be low. The power supply voltage was then calibrated to the optimal operating voltage by a facility rep. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.